Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for post-op check, the pulse generator could not be interrogated. There was no intervention performed.